Event description:
It was reported that the patient with this pacemaker stated experiencing sensation of a prong sticking out from the chest near the implant device. Personally identifiable information was submitted as part of the report. Technical services (ts) referred the patient to the clinic for further evaluation. To date, this pacemaker remains in service. No adverse patient effects were reported.